Manufacturer narrative:
Insulin pump passed the displacement test but occlusion anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. Insulin pump received with cracked battery tube threads, minor scratched liquid crystal display window and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack on casing and also had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label , cracked reservoir tube lip and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).